Manufacturer narrative:
(B)(4). Thv/tvt registry this is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during an off-label tavr case by tf approach, the delivery system balloon burst during post-dilation with 48ccs of contrast. While attempting to remove the delivery system through the sheath there was a great deal of resistance and the decision was made to pull everything out together. The patient presented with abdominal swelling and a perforation was noted in the right common femoral iliac. A balloon was used to treat the rfa perforation. Massive blood transfusions were given. The patient was put on ECMO. The patient passed away later that night.

Manufacturer narrative:
The edwards commander delivery system was not returned to edwards lifesciences for evaluation and no images were provided for review. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. Due to the device not being returned for evaluation, and no relevant photographs returned, the complaint for ¿balloon-burst¿ could not be confirmed. Engineering was unable to perform any visual, functional, or dimensional analysis, therefore it cannot be determined if a manufacturing non-conformance contributed to the reported event. Based on the description, the balloon was inflated with a volume that exceeds the nominal inflation volume. This is most likely the root cause of the burst. Additionally, engineering was unable to confirm the complaint for ¿delivery system-withdrawal difficulty through sheath¿. Engineering was unable to perform any visual, functional, or dimensional analysis, therefore a manufacturing non-conformance was unable to be determined. Non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath. The reported balloon burst in this case could have also resulted in increased opportunity for the damaged balloon to catch on the tip of the sheath. A definitive root cause could not be determined at this time based on the available information. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the iliac artery perforation may have been caused by the larger profile of the burst balloon being removed from the patient. The delivery system was unable to be withdrawn into the esheath and the devices were removed together. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2016-03382 and 2015691-2016-03383.investigation of this event is ongoing.